Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Powered on the cycler, the display did turned on and the touch buttons turned on. Burn smell was coming from the cycler. Failure was due to burn damage on the inverter board lcd screen connection. A known functioning inverter board and lcd screen was installed and the front panel display was visible. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the liberty select cycler was emitting a burning smell. The technical support representative advised the patient to discontinue use of the cycler. Additional information was solicited, but unavailable. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the inverter board and lcd screen connector was burned.